Event description:
The fse reported that the monitors were black at boot up. This caused the system to become unusable due to the inability to display a live image. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connections from the display adapter to the monitor was reseated. The system was tested and found to be working as intended and returned service.